Manufacturer narrative:
The subject device was not returned to omsc but was returned to olympus (B)(4) for evaluation. In the evaluation of (B)(4) the following was confirmed; the instrument channel is leaky, the connector section is leaky, there is a gap in the adhesive on the bending section. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that the screw of the forceps elevator came off. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the information from olympus europa (B)(4), it was presumed that the reported phenomenon was attributed to the deterioration due to the user handling. If additional information becomes available, this report will be supplemented.